Event description:
Consumer called to report giving an injection and having the needle breakoff into her skin. Went to ER when it happened, they would not remove it. Went to her own doctor who had to "dig" for it, but was ble to remove the needle portion.